Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator had inappropriately delivered antitachycardia pacing therapy to the patient for supra ventricular tachycardia. Programming changes were performed to correct the issue. Patient condition was stable.